Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields- d8, d9, h2, h3, h6, h7, h9 and h11 the device was returned to olympus and found to be damaged. On visual inspection, the biopsy valve was found to be partially missing. The reported failure was confirmed. Based on the results of investigation, the root cause of the reported issue could not be determined, however, the likely cause based on the reproducibility verification confirmation results, it is possible that inserting or removing forceps or syringes at an angle applied stress to the slit section inside the biopsy valve, causing damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected field: b5.

Event description:
It was reported that during a bronchoalveolar lavage (bal) procedure, a rubber fragment resembling object of this single use biopsy valve was identified inside the patient's body. The rubber fragment was immediately retrieved and the procedure proceeded and was completed as is. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During bal procedure, a rubber fragment resembling object of maj-210 was identified inside the patient's body. It was immediately retrieved, and the procedure proceeded and was completed as is. There have been no reports of health hazard related to this event. The rubber fragment has been discarded, but the maj-210 is planned for sending. Plan to apply for replacement with a new product. Please prepare the customer letter and investigate the cause. Return of the actual product: not required.